Event description:
Clinical study. Same pt as MDR #6000089-2006-00024 and MDR #6000089-2006-00015. It was reported that 257 days after a coronary artery drug eluting stenting treatment procedure the pt experienced target vessel reintervention (tvr). The target lesion was a 2.75x50mm moderately clacified, moderately tortuous, 90% stenosed bifurcated ostial portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilation, rotational athrectomy and the placement of three separate taxus express2 8.8% drug coated stents. Stent #1 was 2.75x16mm, stent #2 was 3.0x24mm and stent #3 was 3.0x16mm. Stent #3 overlaps stent #2 by 3mm and stent #2 overlaps stent#1 by 2mm. The pt was discharged two days post procedure receiving asa, plavix and lipitor. The site reported that 257 days after the procedure the pt experienced tvr of the prox. Rca for in-stent restenosis. The physician treated the lesion with the placement of two johnson and johnson cordis cypher stent of unknown size. The pt was discharged from the hospital two days post tvr. In the opinion of the physician the relationship of this event to the taxus stent is probable.